Manufacturer narrative:
(B)(4). Maintenance review,investigation: a terumo bct service technician visually inspected the machine at the customer's site and confirmed the reported condition. The technician found that the IV pole's shoulder screw in the anti-rotation block became loose and as a result IV pole did not stay up. The technician tightened the shoulder screw of the IV pole in the anti-rotation block and tested and verified its functionality and returned the machine to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause:the root cause was a loose shoulder screw in the anti-rotation block. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima would not stay up. Per customer, no injuries occurred to the patient (donor) and operator was reported for this incident and no patient/donor was connected at the time of the reported event, therefore no patient/donor information is reasonably known.